Event description:
It was reported a patient presented with syncope due to right ventricular (rv) lead noise inhibiting pacing, causing failure to capture and high pacing impedance. A fracture was also noted via fluoroscopy. The lead was capped and replaced in a procedure (B)(6) 2022. Post-procedure the patient was stable.